Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother stated that she replaced the sensor and then the receiver would not pair, then replaced both sensor and transmitter, which was successful. No additional patient or event information is available.